Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, crack was found at the optic of the iol after insertion. It was noticed after implantation. The lens was removed during initial procedure and replaced with company iol. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned pressed against two posts of the lens case base resulting in deformation of the iol. A significant amount of solution is dried on both surfaces of the optic and haptics, what appears to be blood is also present. One haptic tip is broken torn and returned, it is also nicked or chipped on the arm, the other haptic is intact. Iol cleaned for further evaluation. The optic is fractured near the center of the iol. The complainant indicates the use of non company injector and non company cartridge which are not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).